Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Hardware low level failures error was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor. No the motor arm cannot communicate with the main arm alarms noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that multiple error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that self-test was not passed. The customer was assisted with troubleshooting for multiple pump error. Device will not return device for analysis.